Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's battery was not charging. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support the cable was found to have been the cause of the event. The customer used a different cable and the battery was charged.